Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient was asking if the stimulation was too high what type of symptoms would she feel. The patient stated that she did increase her stimulation on her own to 3.0 and felt pain around her rectum, vagina, and bladder. The patient also noted that she was sore and the patient decreased her stimulation to 2.8. On (B)(6), the patient reported that she felt like she had a urinary tract infection, but didn't know for sure. There were no further symptoms or complications reported or anticipated.